Event description:
The customer contacted beckman coulter inc (bec) to report erroneous high creatinine module (crem) results on two patients generate by the dxc 880i unicel dxc 880i synchron access clinical system (full system). The erroneous result was not reported out of the laboratory and patient treatment was not impacted by this event. The samples were repeated and lower results were obtained. The results are provided. Qc has been within established ranges. On (B)(6) 2011, a bec field service engineer (fse) found the following concerns with the instrument: one amber heater led was working, (the reagent one). This indicates the water side was not heating correctly causing a mismatch. Fse ordered a new controller, cup assembly and harness assembly. No o rings in the cup assembly was noted which caused minor leak and corrosion. The o rings were fitted and adjusted. The grounding straps from the stirrer motor, lamp and cup heaters were not secured to the correct grounding point. The straps were secured. Fse performed the following: replaced cup controller and reaction cup assembly. Calibrated cup temperature. Calibrated lamb. Completed assay cal and qc run. The fse fitted a new lamp, stirrer pea, reagent pump and carried out alignments.

Manufacturer narrative:
The sample was fresh and was collected in a bd vacutainer tube.